Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) has a damaged pressure input. There was no patient involvement.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) evaluated and replaced damaged bp input cable. Fse also replaced damaged recorder and damaged helium tank valve knob. Full pm, safety, calibration, and functionality checks passed factory specifications. Device is functioning in accordance with factory specifications at this time and is cleared for clinical use. The fat dept. Verified the failure of the recorder damaged door, bp cable assembly and helium tank valve knob. Retaining the recorder, bp cable assembly and helium tank valve knob in the fat dept. Per procedure 0002-07-d008 rev al.

Event description:
N/a